Event description:
The patient was saturating well on 3 liters of oxygen via nasal cannula at 100%. The patient started to abruptly desaturate into the 70's with a quick recovery to 100% x 2. By the third time, the patient was unable to bring the sats back up and a respiratory therapist was called to the room to assist. In response to the decrease in sat level the rn took action to reverse sedation. The epidural was stopped and a partial rebreather was placed. Narcan was administered but not effective. The patient was noted to have sats at 100% when hooked up to the transport monitor (when the vital sign (vs) machine in the room was showing the patient at 70%.) The vs machine and accessories (finger probe and extension cable) were removed from service and continuous pulse oximetry initiated. Epidural restarted. Patient experienced increase pain level for a period because of the narcan. The vs monitor and accessories were brought to biomedical engineering for inspection. The biomedical technician discovered that there was an error code showing that the finger probe was faulty and this resulted in the vs machine malfunction. The technician replaced the finger probe with a new one and the vs monitor worked fine. The technician also replaced the extension cable as preventative maintenance. The old probe and cable were not retained. The vs monitor was placed back in service.